Event description:
It was reported that (1) device was used during a wound closure. It was reported by the affiliate that the pmr35 device was used. Only one leg of the staples closed. There was no consequence to the pt.